Event description:
An attorney's office is filing a letter notice alleging that a humidifier was the cause of fire that damaged its client's property. There was not a report of personal injury with this incident.